Manufacturer narrative:
The investigation is ongoing. Please note that circlip pliers are not included in the extra small instrumentation kits associated with the extra small jts implants; no circlips are required/used in the extra-small kit, the poly axle caps are used instead. A supplemental report will be provided upon completion of the investigation.

Manufacturer narrative:
DHR review for the reported lot determined that the device was manufactured and packed to specification. However there was no mention of the alignment key on the dispatch note. Batch/lot release procedures at stanmore implants worldwide have changed since the complaint. In 2012 it was the responsibility of the design team to check and release implants and instruments. Batch release of implants and instruments is now a function of the quality department. It is the responsibility of the quality department to check batch records and perform a visual check on the implants and instruments prior to shipment. Extra small implants such as the implant used in the case use a poly axle cap instead of circlips. Therefore, circlip pliers are not required for implantation. The complaint in reference to the circlip pliers not being provided is therefore a non-valid complaint. Stanmore implants worldwide will continue to monitor for trends.

Event description:
Prior to the patient's jts distal femur implant surgical procedure, the company representative noticed that the alignment key and circlip pliers were missing. The company representative was able to secure replacement instrumentation and the procedure went forward without incident or delay. The implantation was successfully performed; the implant fit well and no issues were reported. This is a supplemental repot to 3004105610-2014-00011 (B)(4).

Event description:
Prior to the patient's jts distal femur implant surgical procedure, the company representative noticed that the alignment key and circlip pliers were missing. The company representative was able to secure replacement instrumentation and the procedure went forward without incident or delay. The implantation was successfully performed; the implant fit well and no issues were reported.